Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reports that customer received excessive no delivery alarms. Troubleshooting could not be performed as customer was not available. Customer's father was advised to have customer change set as soon as possible and to call back in order to troubleshoot for no delivery. No further information provided.